Event description:
It was reported that (2) er320 were used during a laparoscopic cholecystectomy procedure. It was reported by the rep that after placing several clips during the procedure the surgeons noticed that they were not staying secure across the vessel and upon further inspection, the surgeon noticed that the distal tips of the clips were not closing together. This occurred with two separate er320 clip appliers before a third one was pulled and used to complete the case. There was extended or time by five minutes.